Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was alerting. The patient also reported "something is wrong with a lead." The leads and device remain in use. No patient complications have been reported as a result of this event.